Event description:
It was reported that the home patient (hp) had a high drain 104 alarm on the homechoice (hc) during use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The care giver (cg) was requesting assistance with clearing the alarm in order to be able to load the supplies for the night. The technical service representative (tsr) assisted the cg with the request. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events that were related to the reported condition. As the device was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.